Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer and evaluation is not complete. A supplemental report will be issued once investigation is complete.

Event description:
It was reported that during the embolization treatment the coil was advanced in the catheter and it was observed that the implant coil was not visible. The coil was not located at the distal end of the delivery system or within the catheter. The coil was not found at the prep area prior to insertion. No patient harm or injury was reported.

Manufacturer narrative:
The pusher and introducer were the only components returned for evaluation. The investigation of the returned coil system found the implant to be separated from the pusher with no signs of activation on the heater coil. Dry blood contamination was found on the pusher's heater coil and strain relief. The investigation found the pusher's monofilament with a tensile break shape at the tip which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage or when this occurred, but the damage is consistent with the device experiencing forces over specification.